Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Customer returned one puendo5 from lot: 0000216441, batch: 000200828. Using microscope visually checked tip. Instrument was broken as indicated in complaint. No manufacturing defects or markings were noted on instrument. Recommended power settings for the puendo5 is a minimum power setting of 1, slowly increasing to a maximum power setting of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined. A DHR review was conducted with no discrepancies noted.

Event description:
In this event, it was reported that the proultra endo tip # 5 broke in the coronal 3rd of the tooth on the first pass in the canal. The doctor was able to get the tip out without issue. No injury resulted.